Manufacturer narrative:
All information provided by manufacturer and maude event report no. Mw5033744 and mw5040061.

Event description:
New information received notes that the patient is doing well.

Event description:
It was reported that possible externalized conductors were observed on the rv lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer and maude event report no. (B)(4).